Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The customer mentioned experiencing alarms on the system. The customer also mentioned that they noticed that the needles were pending replacement. A field service engineer (fse) determined that there was a problem with the washing unit; some of the needles and tubing weren't retracting properly. The fse resolved the issue. The investigation determined that the issue is consistent with the issue found by the fse and insufficient pre-analytic sample handling.

Event description:
There was an allegation of questionable glucose hk gen.3 and totalprotein gen.2 results from the cobas c 503 analytical unit for two samples. It was asked, but not clarified whether the results are from the same patient. The initial glucose result was 2.36 mg/dl. The repeat result from another analyzer was 73.9 mg/dl. The repeat result was similar to the patient's historical data. The initial total protein result was 2.4 g/dl. The repeat result from another analyzer was 4.4 g/dl. The questionable results were not reported to the patient. They were repeated because they did not fit the patient's history.